Event description:
It was reported by the customer that a pyxis medstation es system had srm door failure. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the srm door failure. A field service engineer replaced the smart remote manager latch and wire harness in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.